Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. The customer blood glucose level was 138 mg/dl at the time of incident. Customer reports the drive support cap appears normal. The insulin pump has not been exposed to high magnetic field. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. Customer stated the insulin exited. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.